Event description:
It was reported that the customer had a failed battery alarm occur with their insulin pump. Customer's blood glucose level was reported at 394 mg/dl. Representative walked customer through trouble shooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.